Event description:
During surgery, the handle was turned to fix the arm, but the tip did not get fixed. The surgeon carefully used the retoractor to complete the surgery. We do not receive any other adverse patient consequences reported.

Manufacturer narrative:
The device was not received by nuvasive and images provided did not confirm the event. Review of the device history noted the device has been consigned in the field since 2021. Review of the reported event noted the device slipped position on the last joint when fully tightened. Although no definitive root cause could be determined a historic complaint reviewed suggest physical field damage and or excessive use wear to the locking components as the likely cause or contributors. This device was part of a loaner set where subjected to handling and repeated sterilization cycles where damage can be accumulated over time, no additional investigation can be completed. Labeling review: "residual risks to the patient associated with use of general surgical instruments are instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure may also result in injury to the patient." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Compatibility: do not use nuvasive instruments with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Some instruments may be used in conjunction with other nuvasive devices. Refer to the instructions for use for these devices for important labeling information. Do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Nuvasive does not and cannot warrant the use of instruments nor any of the component parts upon which repairs have been made or attempted except as performed by nuvasive or an authorized nuvasive repair representative. Surgical grade instrument lubrication should be applied to all moving components during the wash and sterilization cycle to ensure proper functionality." "Instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments, please contact nuvasive customer service. Any available surgical techniques will be provided upon request." "Information to obtain a surgical technique manual or other applicable instructions for use or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com." 9004421-en w-2022-12.